Manufacturer narrative:
Company rep verified the issue. Corrections included replacing hand drives and reloading software.

Event description:
Customer reported the panorama central station displayed a blue screen, which may have affected telemetry monitoring. No pt injury was reported.